Event description:
(B)(4). This is the same case as reports 2134265-2009-05105 and 2134265-2009-05104. The patient was enrolled in (B)(6) 2007. The target lesion was in the left carotid artery with a 6mm vessel diameter and a 17mm length. There was 90% stenosis by nascet. The lesion was reported as type I. There was no thrombus, no ulceration, no dissection and no pseudo aneurysm present. The calcium was 1+ and there was moderate tortuosity in the target vessel. A filterwire ex (190 cm) was used for cerebral protection. A 9mm diameter by 40mm long carotid wallstent monorail was implanted. A gazelle balloon dilatation catheter was used. The patient was given atropine 1ui during the procedure. No vasodilator was used. The patient had a minor stroke, embolization, and spasm at protection system level that occurred during the procedure. Medical therapy was used but not described. The outcome was resolved with no residual effects. There was successful placement of the stent at the intended site and there was successful use of the cerebral protection device. Residual stenosis was 0-29%. The procedure was technically successful. Post-procedure the stent was reported to be patent and the residual stenosis was reported as 11%. The patient was asymptomatic and there were complications less than 24 hours after the procedure that was a minor stroke described as "brocka disfasya". No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.